Event description:
Reportedly, after firing, the anvil did not tilit. Four days after the operation, a leakage was confirmed from the posterior wall. The pt was returned to the or for a re-operation. The surgeon performed a colostomy. Procedure: low anterior resection.